Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pulmonary vein isolation procedure, the patient developed st elevation and transient heart block. During the procedure, the saline irrigation bag ran dry and the irrigation pump alarmed appropriately. The patient then developed st elevation and transient heart block, which resolved without intervention. The patient was in good condition and has since been discharged. The physician was certain the irrigation pump was not at fault.